Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was dropped by an engineer and not booting up, the display was distorted. There was no reported patient involvement, therefore no health consequences or impact.